Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 1 minute: 240 mg/dl (mobile) and 60 mg/dl (emergency dr meter). The customer had taken 12 units of insuman basal 6 hours prior (10:30 pm) to the comparison. The patient had hypoglycemic symptoms at 4:30 am and husband called the emergency doctor. Prior to the doctor's arrival, the husband gave patient 2-3 pieces of "dextrose". Once the doctor arrived, he tested the patient on his meter and received a result of 65 mg/dl at an unknown time. Customer was treated by the doctor with an unspecified amount of glucose. No adverse event reported. The manufacturer requested return of suspect product for evaluation.